Manufacturer narrative:
B2: date of death: date of death is approximated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported death and tissue injury could not be conclusively determined. The reported patient effects of death and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient died.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and grasping was performed. However, leaflet tissue damage was observed. An intra-aortic balloon pump (iabp) was placed. The clip was removed from the patient and the procedure was discontinued with no clips implanted. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.